Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's activated clotting time (act) was 303. A watchman access system and 27mm watchman laa closure device and delivery system were used. The closure device was deployed and thrombus was noticed on the face of the closure device. No intervention was performed and the thrombus resolved. The closure device was successfully implanted. The patient was brought to the intensive care unit to be monitored overnight. Everything was fine and the patient was discharged. It was further reported that the patient was put on xarelto for 45 days post procedure. A transesophageal echocardiogram (tee) was performed at 45 days confirmed the thrombus resolved.

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's activated clotting time (act) was 303. A watchman access system and 27mm watchman laa closure device and delivery system were used. The closure device was deployed and thrombus was noticed on the face of the closure device. No intervention was performed and the thrombus resolved. The closure device was successfully implanted. The patient was brought to the intensive care unit to be monitored overnight. Everything was fine and the patient was discharged.